Manufacturer narrative:
This report is submitted on (B)(6) 2020.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array outside of the cochlea. Revision surgery is planned but has not taken place as of the date of this report.

Manufacturer narrative:
There was no extrusion as reported in 6000034-2020-01604. This report is submitted on july 24, 2020.